Manufacturer narrative:
One (1) 8 french angio-seal device was for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The carrier tube was found to have been in the forward lock position with the bypass tube dislodged near the carrier tube hub. A kink was also identified toward the proximal end of the tubing. No other damage or issues were identified with the device or components. The complaint was able to be confirmed for mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the carrier tube due to device handling at the user site. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: not provided . Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath body of the angio-seal device involved was bent. The patient was in stable condition. There was no patient injury/medical or surgical intervention. The procedure outcome was stable.